Event description:
Customer reported the insulin pump was alarming no delivery. Customer's current blood glucose was 408 mg/dl, was trying to treat with the insulin pump. Fixed prime was administered, insulin did exit, and the insulin pump alarmed no delivery. Customer was advised to remain disconnected form the insulin pump. Customer was told to disconnect and reconnect infusion set and reservoir. Advised to performed manual prime and the device alarmed no delivery. Customer was advised to do a complete set change. Customer's blood glucose went up to 507 mg/dl during call, advised to take a bolus. Customer stated the bolus went through. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.